Event description:
Since I got essure I have had labor pains. My abdomen swells up looking pregnant. My lower back hurts all the time. I am gassy and bm more then ever. I can't have intercourse with my husband. It hurts like my insides are coming out. I bleed for weeks at a time, stop for a couple days, and start all over again. I have a new nickel allergy to my wedding band. I'm tired all the time. Weight gain and migraines...